Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer reloaded the same cartridge and resumed insulin delivery. Contact confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was over 500 mg/dl. Ketone level was trace and customer went into diabetic ketoacidosis (dka). Customer addressed bg when insulin was resumed and ketone level resolved "on its own". Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.